Manufacturer narrative:
On december 5, 2025, mentor became aware that the following statement was added under field h11 in error as manufacturing record evaluation (mre) was completed and expiration date, and complete UDI was already added. "D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture unknown baker grade unknown, and breast mass d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-(B)(4). It was reported that a 32-year-old hispanic female patient underwent a breast augmentation primary with a 425cc mentor memorygel breast implant and experienced left side capsular contracture unknown baker grade unknown on her left side postoperatively. As a result, the device was explanted on (B)(6) 2018. On november 14, 2025, mentor became aware that the doctor performed an emergency removal of both implants due to a mass/abscess in the left breast.